Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience v 3.5 x 18mm is being filed under a separate manufacturer report number. Date of event: estimated. The stent remains inside the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the mid left anterior descending artery (lad) with one 2.25 x 12 mm xience v stent and in the mid right coronary artery (rca) with one 3.5 x 18 mm xience v stent. On an unknown date after the index procedure, the patient experienced chest pain and underwent percutaneous coronary intervention in the lad, rca, and left circumflex artery. Though requested, there was no additional information provided because the revascularization was performed by a private physician.

Event description:
Subsequent to the previously filed med watch, the lot number was received.